Event description:
The patient started the treatment on (B)(6) 2012. The patient reported the symptoms of hives on the body, swelling on the neck, hands and feet and a rash. The patient reported visiting emergency room (ER) due to the reported symptoms. The patient was given epinephrine (neurotransmitter) injection, benadryl (anti-histamine) and solu-medrol (steroids) intravenously. The patient was also prescribed prednisone (steroids) and benadryl (anti-histamine) or loratadine (claritin, over-the-counter allergy medication), as discharge medications. The treating doctor believes that this event was potentially serious in nature or life-threatening to the patient. The treatment was discontinued on (B)(6) 2012.

Manufacturer narrative:
The aligners are not being evaluated, as the product performed in accordance to specifications and the device was used in accordance with labeled indications. This event is being reported, because the patient visited the emergency room and was given epinephrine, benadryl, solu-medrol to alleviate the reported symptoms. The treating doctor considered that the event was potentially serious or life-threatening to the patient. No conclusive evidence has been provided that supports or opposes the fact that the invisalign product caused or contributed to the patient symptoms. Since the invisalign product was being used at the time of the reported symptoms, an MDR is being filed.